Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The patient's coronary angiogram revealed triple vessel disease. The left anterior descending artery was a small-caliber vessel with 70-80% disease in the middle segment. After balloon dilation, the lesion was revascularized with 2.50 mm x 20 mm promus elite drug-eluting stent (des) and achieved timi iii distal flow. The dominant vessel had a long diffuse target lesion with 70-95% stenosis, located in the moderately tortuous and moderately calcified mid-segment of the left circumflex artery (lcx). After a guidewire crossed the lesion, pre-dilation was performed with a 1.2 mm x 15 mm followed by a 2.0 mm x 20 mm maverick 2 balloon catheter. A 2.50 mm x 32 mm promus elite des was then advanced for treatment; however, the stent could not be advanced at its acute angle segment. During an attempt to cross the lesion, the physician used more force to advance the stent, and the shaft of the stent delivery system broke. The physician withdrew the broken stent delivery system along with the stent. Further pre-dilation was performed with a scoring balloon followed by a 2.5mm x 15mm nc quantum apex balloon catheter. A 2.75mm x 38mm synergy xd des was deployed successfully covering the entire segment of the lesion and the procedure was completed. The final angiogram showed the lcx was well revascularized with good distal flow. The patient was stable, transferred to post catheterization ward, and was discharged two days post-procedure.